Manufacturer narrative:
Facility's acute nurse mgr declined to provide the treatment sheets for this pt, as it is against her hospital's policy. She stated that, although, it is unclear as to how much fluid was actually removed from this pt, the pt did not suffer any injury or require any medical intervention as a result of this incident. According to the prisma events history screen, mulitple "replacement weight incorrect change detected" alarms were set off by the machine in 4.24 hrs and were overridden. Facility's acute nurse mgr stated that her dept no longer does the prisma training for the intensive care (ic) nurses. She admitted that she is unsure of the type of training and how often it is given or if the ic nurse caring for this pt rec'd any type of prisma training. A gambro technical services (gts) field rep inspected the machine. He verified the rotors, pumps and scales and found them to be working correctly. The prisma machine has been placed back in service with no further incident.